Manufacturer narrative:
Follow-up received on 10-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Lot number: c18712; production date: 30-jan-2014; expiration date: 31-jan-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that first hsg (hysterosalpingogram) showed left side blocked, right side completely open and essure had gone through her uterus next to fallopian tube. She had laparoscopy to remove the misplaced essure and a tubal ligation of right side was performed. Another hsg was performed and showed left side not blocked. Another surgery to remove fallopian tubes and right essure were performed. It was reported that device broke as he was removing it. An ultrasound showed piece of essure device still stuck in her uterus (seen as embedded device). She experienced heavy bleeding and blood clots (seen as genital bleeding). A hysterectomy has been scheduled. These events are listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device and device expulsion were not known. The device breakage occurred during essure removal procedure. Considering the nature of the events, causality with suspect insert cannot be excluded. The terms hospitalization, required intervention, other serious (important medical event) were only mentioned as event outcome and the reporter did not specify it. Since surgical intervention was performed and hysterectomy is scheduled, this case was regarded as incident. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information could not be obtained (no contact information for the reporter).

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5058735) in united states on 12-jan-2016 which refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c18712. Consumer has 2 small kids and receives as concomitant medication errin, fluoxetine, lorazepam and percocet. She reported that first hysterosalpingogram showed left side blocked, right side completely open and essure in uterus next to her fallopian tube. She had laparoscopy to remove the misplaced essure and did a tubal ligation of right side. Four weeks later second hysterosalpingogram showed left side not blocked. She was experiencing weird almost flu like symptoms, she was tired, low energy, abdominal pain, horrible, painful acne and she thought she was pregnant, but many tests were negative. She had another surgery to remove both fallopian tubes and right essure device on (B)(6) 2015. Two weeks later doctor told her that device broke as he was removing it. Then she experienced heavy bleeding, blood clots and pain. She was put on birth control pills. Ultrasound showed piece of essure stuck in her uterus. Three different doctors recommended hysterectomy so she scheduled to 2016. A serious injury, hospitalization, required intervetion, other serious (important medical event) and event date (B)(6) 2015 were mentioned but not specified and/or assigned to one of the events. Follow-up from 19-jan-2016: there is no contact information for the reporter. Follow-up is not possible. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that first hsg (hysterosalpingogram) showed left side blocked, right side completely open and essure had gone through her uterus next to fallopian tube. She had laparoscopy to remove the misplaced essure and a tubal ligation of right side was performed. Another hsg was performed and showed left side not blocked. Another surgery to remove fallopian tubes and right essure were performed. It was reported that device broke as he was removing it. An ultrasound showed piece of essure device still stuck in her uterus (seen as embedded device). She experienced heavy bleeding and blood clots (seen as genital bleeding). A hysterectomy has been scheduled. These events, except device breakage, are serious and listed in the reference safety information for essure. Device breakage is non-serious and listed. In this case, the exact date and mechanism of embedded device and device expulsion were not known. The device breakage occurred during essure removal procedure. Considering the nature of the events, causality with suspect insert cannot be excluded. The terms hospitalization, required intervetion, other serious (important medical event) were only mentioned as event outcome and the reporter did not specify it. Since surgical intervention was performed and hysterectomy is scheduled, this case was regarded as incident. Further information could not be obtained (no contact information for the reporter). A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.